Event description:
My (B)(6) year old son has had to wear a mask to play basketball this season. He has played years prior with no problem. Since having to wear a mask he has complaints of being dizzy, getting headaches, and being short of breath while practice/playing while wearing a mask. This has almost made him to quit a sport he loves. FDA safety report ID # (B)(4).